Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The first cylinder had a hole in the distal end and two holes in the proximal end, consistent with sharp instrument damage, with buckling folds observed from the proximal end to the middle of the cylinder and a leak identified in the distal end. The second cylinder had a hole at the corner of a fold in the middle of the cylinder, with buckling folds observed in the middle, wear noted at folds in the middle and distal end, and a leak identified at the corner of a fold. The flat reservoir exhibited wear at a fold in the reservoir shell and passed the leakage test. The ms pump kink resistant tubing (krt) were worn to the filament; the ms pump passed the leak test and did not pass activation tests 2 and 3. A device history record (DHR) review was unable to be performed as the lot number is unknown. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of 'mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)' and 'device has a fluid leak' were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the ms pump did not pass activation tests 2 and 3, and the second cylinder had a leak at the corner of a fold associated with wear, which could have caused or contributed to device removal. The sharp instrument damage identified on the first cylinder likely occurred during explant surgery and is considered a secondary condition; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a nonconformance was identified. See additional manufacturer narrative for full investigation details.